Event description:
Burned by ipl skin rejuvenation procedure, palomar sarlux 500, by (B)(6) under the supervision of (B)(6) at (B)(6). Rec'd 2nd degree burns and blisters to chest and burns to entire face. Esthetician used settings outside of palomars range considered very high for skin type. One year later, still have permanent scars, vision problems, facial atrophy, throat and swallowing problems, digestion and bowl problems, skin rash and unexplained muscle loss and sever illness after 59 doctor appointments and still no diagnosis. Dates of use: (B)(6) 2009 - (B)(6) 2009. Diagnosis or reason for use: cosmetic.

Manufacturer narrative:
Investigation concluded the event was caused by a sample handling issue. The sample was drawn from an i.v. (Intravenous injection) line and fibrin clots were detected in the sample. The patient involved was not affected by the sample handling issue.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
One patient sample had discrepant results for multiple assays. All repeat testing performed on same analyzer: original glucose result was 180 (accompanied by a data flag), repeat result was 88 mg/dl. Original total protein results was 11.8 (accompanied by a data flag), repeat result 6.2 g/dl (accompanied by a data flag). Original alp was 130 (accompanied by a data flag), repeat result 75 u/l. Original results were reported, patient was not treated based on the original results. Customer stated original sample did have fibrin clots in it and was drawn from an IV blood line. Reagent lots were: glucose-61943801 total protein-62112501 alp-62073301 investigation is on-going.